Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a female patient who was complaining of left-side weakness, the device failed to power on via battery. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device was removed from service and during subsequent testing, the device failed to power on via battery power.